Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed during testing. However, the reported problem could not be duplicated. The analog board will be replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "ECG disabled" and "ECG fault 4 and 5" messages. Complainant indicated that there was no patient involvement in the reported malfunction.